Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m2 segment of the middle cerebral artery (mca) using a penumbra system red 68 reperfusion catheter (red68), a penumbra system red 43 reperfusion catheter (red43), and a neuron max 6f 088 long sheath (neuron max). During the procedure, the physician performed 2 passes in the target location using the red68. The physician decided to remove the red68 from the patient. Upon removal, the physician found that the red68 was fractured at distal end. It was noted that the red68 was removed completely from the patient. Therefore, the red68 was no longer used in the procedure. The physician opened a new red68. After completing one pass, the red68 fractured at the distal end. The red68 was removed entirely. The procedure was completed with a red72 and the same neuron max. There was no report of an adverse effect to the patient.